Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female had unknown textured gel implants placed and began experiencing left sided pain in 2009. In addition to swelling and pain, an ultrasound was performed and demonstrated that the left side was herniated into the left armpit. The patient was diagnosed with hypothyroidism in 2016. The patient expressed concerns about anaplastic large cell lymphoma but have thus far been unfounded. The patient stated she plans to have the device explanted due to the pain and will capsules sent to pathology for further testing at this time.